Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted.Manufacturer Reference #: (b)(4).

Event description:
On (b)(6) 2026, a healthcare professional reported that the BruxZir crown at tooth #18 had come off and that the patient had swallowed it. The patient's oral hygiene is fair. The crown was originally seated on (b)(6) 2024. The cementation failed, and the patient swallowed it. The patient reported the issue on (b)(6) 2026. The restorative material will be replaced with another product. The patient didn't suffer any permanent harm/injury.